Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting for high blood glucose was performed. Customer advised they received no delivery alarm when they tried to deliver a bolus. Customer advised insulin exited the tubing and the insulin pump worked properly as designed. The insulin pump will not be returned for analysis.